Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was diagnosed with peritonitis. It was not reported if the patient required hospitalization. It was unknown if the patient underwent laboratory testing or received remedial therapy. The outcome for the event of peritonitis was unknown. The root cause of the peritonitis was not reported. It was not reported if extraneal, dianeal freeline solo and physioneal 40 therapies continued. The patient's medical history and concomitant medications were unknown. The nurse has refused to provide further information. The nurse did not provide a causality statement for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.